Event description:
It was reported by customer that piece of open cathena shown in picture fell off during insertion. Verbatim: piece of open cathena shown in picture fell off during insertion additional information: we were informed of 20ga 1"" cathena non blood control, and lot #5364530. Patient impact: no clinical impact was experienced.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.